Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2012, to replace the abutment. The abutment had previously been removed due to infection around the abutment site.

Manufacturer narrative:
(B)(4). Implanted device remains.